Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient was undercorrected during a lasik procedure. Target refraction was entered in to the system with a plus sign instead of a negative sign. Surgeon did not recognize entry error and selected the treatment. Patient was undercorrected and left hyperopic. Patient underwent an enhancement procedure approximately three months post lasik.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of event. To the current knowledge there was a signed algebraic sign mix-up "+" instead of "-" by the surgeon. This could be confirmed in the treatment report. The data entered into the program had to be checked and confirmed manually. The device was working as intended. The root cause could be determined as human error. There is no indication a device malfunction caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).